Event description:
Additional information indicated the lv configuration was reprogrammed to ring to coil which produced an impedance measurement of 600 ohms, a threshold measurement of 1.0 volts at 0.4 millisecond, and normal sensing measurements. The patient would be seen in a few months for further evaluation. An x-ray was not performed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increased pacing threshold measurement and high pacing impedance measurements. Technical services (ts) discussed the possibility of a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.